Manufacturer narrative:
Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were any cultures performed? If yes what was the result? Was there any alleged deficiency relating to ethicon product? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article if yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Product code and lot number of product used? Reference journal article: title: wound dressing following primary total hip arthroplasty: a prospective randomised controlled trial. Author: siddiqui m, bidaye a, baird e, abu-rajab r, stark a, jones b, ingram r, anthony I. Citation: j wound care. 2016 jan; 25(1):40, 42-5 . (B)(64.

Event description:
It was reported in a journal article that a patient underwent a total hip arthroplasty procedure on an unknown date and topical skin adhesive was used. Post operatively the patient possibly developed a superficial wound infection and was treated with a short course of oral antibiotics. Additional information has been requested.